Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported fluid sprayed from a hole in the tubing while in use on a patient. There was no patient harm or medical intervention. Although requested, no additional patient or event information ws provided.